Event description:
A healthcare facility in (B)(6) reported to fisher & paykel healthcare (fph) united states office that the hood of an iw910jeu mobile infant warmer was cracked. This was noticed during use on an infant. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The warmer head of an iw910jeu infant warmer is currently en route to fisher & paykel healthcare (fph), (B)(4). It was initially investigated by fph office in the united states. Photographs of the affected warmer head that were forwarded to fph (B)(4), showed that the front center of the upper case was cracked. We will provide a f/u report once we receive the complaint device and have completed our investigation.